Event description:
It was observed during the device inspection, that the flex deflectable videoscope was unable to display image due to wear on the electrical contacts of the video connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that water or moisture may have intruded into the endoscope, and the moisture caused the image sensor unit or the circuit board in the endoscope connector to be broken. As a result, it may have led to the suggested reported malfunction. The event can be detected/prevented by following the instructions for use which state: labeling. Subject event 1: no image showed up due to abrasion of the electrical contacts in the video connector section. Subject event 2: no image showed up due to breakage of the imaging section subject event 3: e216 (the scope communication error) occurred due to breakage of the imaging section. Subject event 4: e216 (the scope communication error) occurred due to corrosion of the electrical contacts in the video connector section the subject events can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ subject event 5: the objective lens glue was peeled off. The subject event can be prevented by implementing in accordance with the below IFU. Instructions for ltf-s190-10 operation manual ¿important information ¿ please read before use¿ ¿contraindications, warnings, and cautions¿ warning: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Instructions for ltf-s190-10 reprocessing manual chapter 3, ¿¿ section 3.1, ¿compatibility summary¿: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories leads to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Section 3.1, ¿compatibility summary¿ ¿ sterrad® 50/100s/200/nxtm.¿ list of compatible methods validated in terms of material durability sterilization by sterrad® 50/100s/200/nx system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus. Olympus will continue to monitor field performance for this device.